Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Suspect medical device * (B)(4) instrument xomed (B)(4) instrument xomed (B)(4), (B)(4), fr 3160, model: mco205a lot: 131002, manufactured date: october 2013; suspect medical device (B)(4) instrument xomed; (B)(4), fr 3160 model: mco205b lot: 131001 manufactured date: october 2013; suspect medical device * (B)(4) instrument xomed (B)(4), fr 3160 model: mco205b lot: 131002 manufactured date: october 2013. No known impact or consequence to patient. (B)(4). Product evaluation: analysis found that on both of mco205a (2 returned), lots 131101 and 131002, the tip of the hook is broken. The missing fragment was not returned. Considering its size (approximately 0.1mm), the patient risk is very low. Moreover, it appears that the event happened during the reprocessing of the instrument. The distal part of the instrument is bent. No manufacturing or material defect was found. The most probable cause of these breakages is an excessive effort during the use or the reprocessing of the instruments. Analysis found that on both of (B)(4) (2 returned), lots 131001 and 131002, the tip of the hook is broken. The missing fragment was not returned. Considering its size (approximately 0.1mm), the patient risk is very low. Moreover, it appears that the event happened during the reprocessing of the instrument. The distal part of the instrument is bent. No manufacturing or material defect was found. The most probable cause of these breakages is an excessive effort during the use or the reprocessing of the instruments. Results: fracture problem; stress problem. (B)(4).

Event description:
It was reported that the devices were ¿only used once.¿ analysis found that the tips had broken and detached. There was no reported patient impact.